Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Review of the returned product and picture from sales rep determined that this report is confirmed as a 72.5 femur was packaged as 62.5 femur. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Review of the issue with the supplier determined that adequate line clearance was not performed by operators on second shift. Therefore, as the packaging is not opened once the product is received in (B)(6), this product was likely non-conforming when it left zimmer biomet control. Therefore, the root cause was determined to be that the supplier operators were not performing adequate line clearance during second shift under direction from the second shift supervisor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
During a total knee arthroplasty it was discovered that the implant in the package did not match the label. Another device was available to complete the procedure.